Event description:
It was reported via user medsun (B)(4) that catheter issue occurred. The opticross 6 hd imaging catheter was selected for intravascular ultrasound (ivus) examination of the target lesion during percutaneous coronary intervention of right coronary artery /posterior descending artery (pda). During the procedure, ivus catheter was prepped and delivered through 6fr guide catheter over non-bsc guidewire as normal. When the motor was turned on, it abruptly stopped. Catheter was wrapped around the wire. A second ivus catheter was opened and used to complete the procedure. There was no patient harm.

Manufacturer narrative:
G4 premarket / 510(k) #: k213593, medsun (B)(4).